Event description:
It was reported that a user experienced intermittent dexcom g7 cgm readings while using the ilet, including a missed glucose reading on the ilet upon waking and large discrepancies between fingerstick values (360 mg/dl then 289 mg/dl) and the ilet reading (125 mg/dl), with a recent sensor error; the user manually entered a blood glucose value and was advised to replace the sensor and contact the cgm manufacturer. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.